Event description:
Event description cpi received information that this sweet tip lead fractured near the terminal pin and was replaced. The endotak 125 lead broke during the procedure to revise the sweet tip lead and was also removed from service.